Manufacturer narrative:
A steris service technician arrived onsite to inspect the amsco 7052hp washer and found that one of the spray tip propulsors was missing on the rotary spray arm assemblies which allowed water to spray directly at the door seal causing the reported event. The technician completed the necessary repairs, tested the unit, confirmed it to be operating to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that their amsco 7052hp washer was leaking water that had leaked onto the floor. No report of injury.